Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in spain reported via a fisher & paykel healthcare (f&p) field representative that the gas inlet port of an rd900afu neopuff infant resuscitator was broken. There was no reported patient involvement.